Event description:
The manufacturer received information alleging a I-neb device is not working. The device is not signaling the end of the treatment and there is medication remaining the device's chamber. The patient states they missed their doses of promixin over the weekend and feels it is affecting their chest. The patient tried a replacement chamber, and the issue has not resolved. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a malfunction with the device. Upon further review of this complaint, analysis of past events has not indicated an adverse event has occurred due to the alleged malfunction. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. This complaint is considered not reportable.

Manufacturer narrative:
The manufacturer received information alleging a I-neb device is not working. The device is not signaling the end of the treatment and there is medication remaining the device's chamber. The patient states they missed their doses of promixin over the weekend and feels it is affecting their chest. The patient tried a replacement chamber, and the issue has not resolved. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The previous report did not capture that the device has not yet been returned to the manufacturer for evaluation. At this time, there is no customer contact information available; therefore, no good faith effort attempts can be made, and philips is not able to fully investigate this complaint. If any additional information is received or the device is returned, a supplemental report will be filed.